Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited one out of range pacing impedance measurement on the left ventricular channel. All other diagnostics were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
The patient will be monitored via latitude and normal follow-up appointments. The available information suggests this device remains in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received indicating loss of capture was later observed. The lead configuration was changed to ring to right ventricular coil which yielded good threshold measurements. No adverse patient effects were reported.

Event description:
The device was electively explanted during the lead revision procedure and was returned for analysis. No adverse patient effects were reported.

Event description:
Additional information was received indicating the device was reprogrammed to right ventricular pacing only due to a suspected left ventricular lead fracture. It was also reported the patient was experiencing muscle stimulation. Daily measurements were also programmed off. A lead revision procedure was planned for a later date. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.